Event description:
It was reported that the colonovideoscope had whitish image. The issue had occurred during inspection for use. There was no report of patient involvement.

Manufacturer narrative:
Customer name- (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: foreign material in auxiliary jet channel (j-tube). A root cause could not be identified. Based on the results of the investigation, it is likely the image was whitish due to cloudy image. The most probable cause of foreign objects in auxiliary jet channel could not be established. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.